Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer was defective and tested out of specification as communication with the instrument was not possible. The analyzer was replaced. The replaced analyzer passed functional, electrical and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.